Event description:
New information received notes that the patient received inappropriate hv therapy. Rv lead perforation was noted on diagnostic imaging. Lead was explanted and replaced.

Event description:
It was reported that loss of capture and low sensing were observed. No further information is available.